Manufacturer narrative:
A field service engineering (fse) was dispatched to address the reported event. Fse could not confirm or reproduce the complaint. Fse performed precision studies and results were within specification. Fse successfully completed installation troubleshooting examination within specification, validated analyzer by performing quality control (qc) run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. The most probable cause of the reported event could not be established.

Event description:
A customer reported intermittent elevated tsh sample results on the aia-360 analyzer. The customer stated the patient's sample were repeated at a reference lab and results were significantly different. The repeated sample was a fresh sample drawn from the patient at the reference lab; no information of reference lab methodology provided. The quality control run was confirmed to have been in acceptable range prior to run. The customer stated the elevated tsh sample results were not reported nor used for any treatment plan. Technical support specialist (tss) was informed preanalytical protocol was followed as applicable, no samples available for investigation and no further information available. Tss will continue to work with the customer and monitor customers tsh results. There is no indication of any patient intervention or adverse health consequences due to reporting of patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The st aia-pack tsh analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 iu/ml, and the lowest measurable concentration is 0.03 iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be established.